Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and performed performance verification testing (pvt). The fse found all other parameters and sd (standard deviation) within the limits. The fse verified instrument performance. There is no indication of a failure of a beckman coulter device. The customer did not provide further information in regard to the patients. There was no report of harm to the patients as a result of the event. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneously high triglyceride (tg) patient results on their dxc 600 clinical chemistry analyzer. The customer reported patients received cholesterol medication. There was no indication of any harm to the patients. The customer did not provide patient data or demographics.